Manufacturer narrative:
On october 09, 2023, mentor received additional information. The device identity was updated to serial number (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of implant was added as (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma. Concomitant medical products: 685cc mentor medium height high profile memoryshape gel-filled breast implants catalog: 3341452 lot:7573099 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent breast augmentation revision surgery two 685cc mentor medium height high profile memoryshape gel-filled breast implants experienced left sided hematoma post procedure. As a result, patient underwent went a surgical intervention on (B)(6) 2019. This patient was included in the glow study.